Manufacturer narrative:
Model number/catalog number: sc-1200; serial number: (B)(4); batch/lot number: 20151164; model/catalog description: precision montage MRI ipg sterile kit. Model number/catalog number: sc-2408-56; serial number: (B)(4); batch/lot number: 20162374/19570043; model/catalog description: avista MRI perc lead kit 56 cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was having pain at the anchor site. It was mentioned that the anchor had come loose and was pushing through the skin. No skin breakage was noted. The patient underwent an explant procedure and was reportedly doing well postoperatively.